Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer placed the probe and the recorder shut off. The device recorder displayed that the wrong capsule was being used even though it was the correct capsule. The device recorder shut off three more times and they were unable to record the information. There was no harm to the patient but a repeat procedure will be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.